Event description:
The customer alleged the pump was not delivering a bolus as intended. There was no reported adverse effect to the customer's blood glucose level. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.